Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete pump reset information and guiding them through the process, after which the sensor session was successfully started without further issues.